Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-23582 - device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states three events occured on (B)(6) 2024 and other three events on (B)(6) 2024, it was reported that the patient encountered infusion set cannula was kinked in 3 or more hours after insertion which leads to high blood glucose level. The infusion set was in use for approximately 8 hours. The customer addressed the high blood glucose by correction bolus via mdi. The insertion site was at abdomen. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.